Event description:
It was reported that the patient experienced recurrent severe low blood glucose and contacted support to change the weight setting on the ilet pump, with troubleshooting and education provided. Symptoms included hypoglycemia with blood glucose as low as 40 mg/dl, sweating, tongue numbness, and eye flickering. Outcomes included low glucose requiring oral glucose treatment. Investigation included remote troubleshooting and user education regarding pump settings. Investigation of this case revealed no device malfunction identified during support interactions, and the event was characterized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.